Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor failed per specification due to low readings.

Event description:
The customer's father reported via phone call that one out of every two or three sensors he inserts into his daughter doesn't work. The father stated that he has received sensor errors and change sensor alerts. He mentioned an incident in which his daughter's insulin pump suspended for a sensor glucose of 51 mg/dl despite a blood glucose of 365 mg/dl. The father was advised to call when issues occur so proper troubleshooting can be initiated. He was also advised that sensors were recommended for patients that were (B)(6). The sensor was returned for analysis and four replacement sensors were shipped to the customer.